Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional pro-code: hrs. Complainant device/part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the left side of the tomofix, procximal tibia osteotomy plate broken within 3 months of time without any fall or injury. The patient experienced a post-op adverse event which included swelling and pain that require revision surgery and hardware removal on (B)(6) 2021. The reason for revision surgery was failure and broken implants. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for one (1) ti tomofix(tm) medial high tibia plate-4 holes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 440.834, lot: 2l62910, manufacturing site: grenchen, release to warehouse date: 03 december 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the tomofixtibheadpl med prox 4ho ti (p/n: 440.834 & lot #: 2l62910) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the plate was broken into 2 or more pieces through the wall of the locking screw hole. The device was sent for material testing to further analysis the fracture. As per the findings by materials and product testing laboratory regarding fracture analysis of the received tibial plate: the plate fractured through the proximal most shaft screw hole. Wear was observed on the bone-facing side of the plate in the approximately 1.5 cm distal to the fracture. This wear pattern suggests some degree of loosening of the plate; however, it is unknown whether this occurred before or after the fracture. The medial side of the distal fracture surface and the lateral side of the proximal fracture surface were severely burnished. This pattern indicates that the distal portion of the plate was translated laterally to the proximal portion after the fracture. Stereomicroscopy of the fracture surface revealed a flatter surface near the inner corners of the screw hole on the medial (non bone facing) side. The flat area radiates out from the corners, with the fracture surface becoming rougher for approximately 2/3 of the surface. Scanning electron microscopy was performed on the fracture surfaces as well. Examination of the flat areas observed with the stereomicroscope revealed river line leading to the corner, indicating an initiation there. Damage precluded the exact initiation on either side of the proximal fracture surface from being determined. However, fatigue striations were present near the initiation areas. Ductile dimples, indicative of a final ductile overload fracture, were present towards the anterior and posterior of the fracture surfaces, past the fatigue striations. Opposite the initiation sites, on the bone facing surface, secondary cracks parallel to the fracture surface were observed. These are likely the start of other fatigue cracks, suggesting that some degree of reverse bending occurred. Because of the damage on the fracture surfaces, an initiation on this edge could not be found. However, the presence of ductile dimples was noted, so any fatigue crack in this area would be small. On the basis of these observations, the tomofix proximal medial tibial plate fractured due to high cycle low stress fatigue. While there was some evidence of reverse bending, the stress was only partially reversed with the majority of the stress in one direction. There were no inclusions or other material defects that could have contributed to crack initiation or propagation. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to post manufacturing damage. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed - current & manufactured complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for tomofixtibheadpl med prox 4ho ti (p/n: 440.834 & lot #: 2l62910). The tibial plate experienced the high cycle low stress fatigue causing the fracture. However the potential cause of the issue cannot be determined. No material defects were found during the fracture analysis of the tibial plate. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.